Event description:
The foley bag split wide open at the connection between the rigid urimeter and bag. There was a huge rip in the bag and it was not being emptied at the time. The foley had only been in use 24 hours on this pt.